Event description:
Analysis of the returned device found that the stent was partially protruding from the delivery system. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the outer body was compressed on the mid shaft and just proximal to the stent location on the distal shaft. The inner body was bent on its proximal shaft and kinked mid shaft. The stent was partially protruding from the outer body. The inner body was butted up against the stent proximal markers. The stent was fully deployed from the delivery system and no anomalies were noted. There was some resistance encountered when deploying the stent due to the anomalies noted to the delivery system. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. It was reported that force was applied to the device in an effort to position the device at the lesion due to the tortuousity in the anatomy proximal to the stenotic lesion. Therefore, it is most likely that the severe tortuousity limited the performance of the device resulting in the anomalies observed. The most probable cause is operational context for the partially protruding stent.